Event description:
It was reported that the customer had multiple issues with the sensor. The customer stated that the sensor glucose and the blood glucose readings were off by thirty points, most of the time. The customer's blood glucose was 170 mg/dl. The customer also stated that they had calibration error issues; when they calibrate, their blood glucose tends to drop quickly. Assistance was provided. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report 3004209178-2014-85199.